Event description:
The patient was revised because of the femoral component was too valgus.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the exact root cause could not be determined, info provided suggests that positioning of the implant during the initial implantation may have been a contributing factor. No evidence was found that would suggest product error was a contributing factor. Based on the investigative findings, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.